Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: animas product analysis verified the time and date reset issue in the black box data after a power on reset event occurred. The time and date default was duplicated during investigation. Pump was opened to investigate. The bt1 component was found to be leaking and unable to hold a charge. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be manually set to confirm the verify screen.